Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: six (6) unopened units from the same lot as the event units were returned for evaluation. In the absence of the actual subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Engineering tested three of the returned unopened units and attempted to replicate the incidents; however, the incidents was unable to be replicated under normal conditions. Applied medicals instruction for use (IFU) states, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Additionally, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." This document represents our final report.

Event description:
Lap chole - "doctor uses an all 5 solution, upon removal of gallbladder the string broke leaving bag and specimen inside patient. A second bag was used and it tore. Specimen was removed with graspers, along with bag." Patient status- "no issues."